Event description:
It was reported that a patient experienced withdrawal with the following signs and symptoms: "severe spasticity for the past 4-5 days with extreme agitation". It was noted that the patient slept well the night of (B)(6) 2011 and upon hcp examination on (B)(6) 2011, the patient was asleep. There was a confirmed motor stall and motor stall recovery recorded in the event logs. The stall occurred (B)(6) 2011 and recovered (B)(6) 2011; approximately 68 hours later. The event logs stated that this stall period "may exceed tube set". Another stall occurred on (B)(6) 2011, and as of (B)(6) 2011, the stall had not yet recovered. Per the reporter, there were no magnetic device exposures. The patient's pump was replaced with a similar device on (B)(6) 2011; the patient was w/o intrathecal drug for 4-5 days. It was unclear if the pump contained lioresal or gablofen as both drugs were noted in source documents. The patient recovered w/o sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).